Manufacturer narrative:
Ten samples (4 from p/n 60pfss40, five from p/n 60pfss45 and one from p/n unknown) were returned for analysis; all in used conditions. The flanges were observed to be broken and with splits were noted upon visual inspection. No discrepancies were found with review of the manufacturing and assembly process. Verification of 32 units was performed; observing no damage. Based on the evidence the complaint was confirmed but the root cause is unknown. The most probable root cause is that damage occurred after the product left the manufacturing facility.

Event description:
Information was received indicating that the flange to a smiths medical bivona flextend¿ tts¿ tracheostomy tube was found to be cracked and separated from the tube. The trach tube was changed out and returned for investigation. There were no reported adverse patient effects.